Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer changed all of the supplies on the pump and the occlusion was resolved. The customer was not sure if the occlusion was in the infusion set tubing or cartridge. As the pump supplies had been changed, tandem technical support was unable to perform a system check to determine a possible cause of the occlusion. The customer's blood glucose (bg) level was 356 mg/dl and a bolus was delivered to address the bg level.